Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user's family member, who reported that a "spring came unscrewed," and that when she went to sit on the unit, she fell to the ground[?]due to brake failure." End user reportedly fell and hit her head but did not seek medical attention. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.